Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the accolade tmzf #4 stem sat approximately 3-4mm proud.

Manufacturer narrative:
An event regarding seating height involving an accolade tmzf stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as devices were not returned for evaluation. -medical records received and evaluation: there were no medical records provided for review by a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. . -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the accolade tmzf #4 stem sat approximately 3-4mm proud.